Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, collagen in vessel, requiring secondary intervention, balloon. Immediate hemostasis. Post procedure angiogram limited blood flow requiring balloon inflation. Additional information stated post procedure angiogram image showing limited blood flow. Balloon 6 mm inflation 5 mins, no results, second balloon 8 mm advanced and inflated for 5 mins with positive blood flow.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram and photo were submitted and reviewed by the investigative team and indicate presence of a limited flow resolved with balloon inflation. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro-puncture and ultrasound were utilized to gain a central positioned access. No issues were encountered advancing or exchanging of the procedural sheaths. During deployment the proctor noted the physician possibly did not maintain tension while advancing the blue lock advancement tube. Following deployment, hemostasis was immediate; however, a post angiogram reveled limited blood flow. Balloon inflations were applied, and blood flow was restored. There is believed to be no device failure. The suspected cause of this event is possibly due to the physician not maintaining constant tension, not allowing the implant to be secured in place, allowing the collagen plug to possibly occlude the vessel. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. In step 5: deploy device and seal puncture: lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand.